Event description:
According to pt's medwatch report: "as one who received a highly defective homograft from cryolife-it ripped during surgery, meaning pt was on a heart-lung machine for 10 hours and in surgery for 14 hours while they put in another valve-pt is greatly concerned with cryolife's quality control program. Pt's surgery was performed by dr. Given that pt nearly died during surgery. Pt would be happy to discuss their case with the FDA relating to its current investigation of cryolife." The implanting surgeon stated that the pt presented with severe calcification of tissue, which required extensive debridement prior to implantation of the complaint valve. The surgeon attributed the ae to the difficult pt anatomy, and he could not determine the cause of the cryovalve tear, which was not identified prior to implant. The complaint valve was explanted and replaced with a second cryovalve. The pt is reportedly doing well.